Manufacturer narrative:
Customer service sent a replacement pump and larger breast shields to the customer. In follow up, the customer indicated that she felt like the pump was not producing the vacuum as it had previously, that it slows down and turns off. She also indicated that she is having a difficult time determining which size breast shield to use and that she has mastitis. She tried the larger breast shields but is not sure that they are the best fit. Her original pump has not been received as of the date of this report. "Mastitis is usually a benign, self-limiting infection, with few consequence for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." ["Breastfeeding and human lactation" (riordan and wambach, 4th edition, page 294)]. The pump was not received for testing/analysis and it, therefore, cannot be definitively concluded that it caused or contributed to the mastitis. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up will be filed. We will monitor complaints for similar issues and will initiate a CAPA as necessary.

Event description:
The customer reported to customer service that the suction on her breast pump has become very low. She recently replaced the membranes and indicated that the pump had a milk back incident about one week ago. Additionally, she feels that her breast shields are too tight, which hurts her because her nipple is rubbing.